Event description:
No additional event information was received.

Manufacturer narrative:
The event is recorded with zimmer biomet under (B)(4). UDI: (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink and the medicrea database to query for all repairs on serial number (B)(4) prior to (B)(6) 2018, the device was noted to have been previously repaired once for the device not working and being corroded on 24 march 2017. The reported event was confirmed by the service technician who evaluated the device. On (B)(6) 2018, it was reported from leratong hospital that the dermatome was turning but not cutting. The customer returned a zimmer electric dermatome serial number (B)(4)for evaluation. Evaluation of the device occurred on 12 november 2018 and noted that the device was in bad condition, did not handle well, and had a damaged switch and motor. It was recommended to replace multiple bearings, the spring seal, the motor, thickness control shaft, the control bar, the lever, fine adjustment cam, machined head, and switch and handpiece as well as recalibrate the device. The customer denied the quote on 12 december 2018 and the device was returned to the customer unrepaired. While the service technician found that the motor and the handle were damaged and that the device was in a bad condition which would cause it to not operate as intended, it cannot be determined from the provided information how the device ended up in the poor condition nor can it be determined how the noted components failed. Therefore, a specific root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during kit inspection the device was turning but not cutting. There was no harm and no delay. No adverse events were reported as a result of this malfunction.